Event description:
It was reported by the rep that, during a lap cholecystectomy at the first clip firing, the circular shaft locked up the device and could not fired the second time. Another device was used to complete the case with no pt consequence. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. No anomalies were noted with the cam. In addition, clips formation could not be verified as there were no clips remaining on the device. The handles were noted to be in good condition and did open and close without any difficulties noted. An investigation has been initiated to determine the case of this issue.